Event description:
It was reported that the pump battery was not charging when a third-party charger was used, and troubleshooting confirmed that the non-beta charger was faulty; upon switching to the beta-supplied charger, the charger displayed a solid green indicator and the pump showed a charging percentage, restoring normal function. Customer care agent assisted with troubleshooting steps. Investigation of this case revealed use of an incompatible accessory and normal device performance with the supplied charger. Symptoms included no changes in blood glucose. Outcomes included no medical intervention and continued use of the device after successful charging. It was concluded that the event resulted from use of a non-approved charger and that the device operated as intended with the approved charger.